Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 68: trace pointers are invalid, pump error 23: received a post-reset ram crc alarm, pump error 49: history pointers failed. The history pointers are corrupted, change sensor/bad sensor. The customer reported battery failed alarm. Also reported no communication from pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a, mmt-7841zn. Customer reported receiving a pump error. Troubleshooting determined that issue was possibly caused by a site issue as error did not recur after rewinding pump and completing rewind/prime process again with same set. Customer reported receiving a battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. Customer reported receiving pump error 23. Customer was able to clear the error and complete the rewind process. Pump was recently stored, without a battery for > 8hrs, or error occurred immediately after battery change. Customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. Customer received a change sensor alert. Customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No harm requiring medical intervention was reported. The customer will continue using the device. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.